Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Additional information was received from the clinical project lead. It was noted that one patient experienced an infection within 2 weeks of implantation. Patient underwent debridement. No further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event of deep infection of <90 day duration occurred post implantation. During the investigation process a review of the sterile certifications were not reviewed, as no product part/lot information was provided. All devices manufactured follow acceptable sterilization processes according to published iso/aami/astm & EU guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As no product information was provided, validation of sterile certifications cannot be performed, therefore the reported device cannot be excluded as a possible source of the reported infection.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Flecher, x., ros, f., jacquet, c., olivier, m., parratte, s., & argenson, jn. (2020, june 28). A retrospective comparative study comparing 3 mode of fixations in revision tka: tmt cones with short cemented stems, cones with long uncemented stems and long uncemented stems without cone. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient experienced an infection. Attempts have been made and no further information has been provided.